Event description:
It was reported by the patient that the previously working remote monitor will not turn on. Troubleshooting steps were taken to no avail. The return and replacement of the monitor are pending. No patient complications have been reported as a result of this event. It was further reported that the monitor had been returned.

Manufacturer narrative:
The analysis results were further reviewed. These test results meet the specification for the power supply (<(><<)>11.5vdc). The input range for the monitor is 6-9vdc. Under load, when connected to the monitor, the power supply voltage decreases. A loaded test was not performed and therefore it is unknown if the loaded voltage of these supplies is in the operating range. However, the supplies show no evidence of malfunction and meet the power supply specification. It is highly unlikely that these supplies caused the reported failure.

Event description:
It was reported by the patient that the previously working remote monitor would not turn on. Troubleshooting steps were taken to no avail. The return and replacement of the monitor are pending. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the output for the power supply was out of specification high. The monitor was able to power up however this high voltage might damage a component.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.